Event description:
It was reported that a revision was needed to replace resonate screws backing out of the plate post-operatively.

Manufacturer narrative:
Neither the device nor any imaging was available for evaluation. It was reported that there was revision surgery to remove a screw that backed out of the c7 level of a 2 level, 20mm resonate plate at c6/7. The original surgery date was (B)(6) 2024. The revision date was (B)(6) 2024. It was reported that the patient had been fused at c3-c5 prior to this c6/7 surgery. The technique used was to drill with a drill guide and use self-drilling screws. It is unclear whether some damage occurred to the plate or sliders inter-operatively or what the cause of the issue could have been. It was also stated that there was a pcf after the screw back out. This evaluation determined that this failure was within expected risk; therefore, no further actions will be taken at this time. No determinations could be made as to the cause of the reported issue.